Event description:
A report was received that the patient developed a new pain in the neck. It was not determined if it was cause by the device or not. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician determined that the patient's neck pain was no better than after the explant and magnetic resonance imaging (MRI) was taken and the result was relatively unremarkable.

Event description:
A report was received that the patient developed a new pain in the neck. It was not determined if it was cause by the device or not. The patient underwent an explant procedure. No device malfunction was suspected.